Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller through the pump reset process, after which the pump successfully started the sensor session and did not display the error code again.